Manufacturer narrative:
T:slim x2 g5 user guide: your t:slim x2 system is designed to deliver insulin reliably, but because it uses only rapid-acting insulin, you will not have long-acting insulin in your body. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that at the time of the event, the customer was hospitalized for a non-diabetes related issue, and was given inconsistent food portions. Therefore, the customer was having difficulty accurately bolusing for meals and delivered too large of a food bolus, resulting in a blood glucose (bg) level of 49 mg/dl. Hospital staff gave the customer food to address bg and monitored bg level. Reportedly, the customer was using non-rapid acting insulin due to insulin allergy. Customer was educated regarding cartridge/insulin labeling instructions. Customer¿s bg level at the time of report was 280 mg/dl.